Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's screen was blocked. There is no report of patient involvement associated wit this event.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The se performed extended self-testing on the device and all tests passed.